Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot 56425, was returned and analyzed. Visual inspection showed that the device was intact with no apparent issues. There was no cosmetic issue and the push button was intact with no crack or broken part. Smart chip verification indicated that the catheter was used for five injections. The catheter passed the performance test. In conclusion, the reported issue of a broken luer was not confirmed through testing. The catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter luer was noted to be broken. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.